Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 437 mg/dl. The customer treated their blood glucose levels with manual injections. The customer was assisted with trouble shooting but the insulin pump did not pass the test functions. The customer did not return the product back for analysis.